Event description:
Procedure type: donor nephrectomy. According to the reporter: the instrument cut without stapling. About 100 ccs of blood loss. They used another stapler to correct the problem. There was no unanticipated tissue loss. There was no tissue damage. The case was not extended by more than 30 minutes. No buttress material was used.

Manufacturer narrative:
(B)(4).